Event description:
The customer used the device to check their blood glucose and obtained a result of 112 mg/dl. They then had a snack. Spouse came home four hours later and found patient unconscious. Spouse gave patient orange juice and called the paramedics. Emergency medical technicians checked patients glucose and the level was 60 mg/dl. Patient was taken to the hospital and treated with an IV. Level one control was used on the system and the control was in range. The device was replaced and requested to be returned for an evaluation.